Event description:
It was reported that on (B)(6) 2008 the patient underwent a posterolateral spinal fusion surgery at l4 to l5 using rhbmp-2/acs. The patient's post-operative period was marked by initial relief followed by severe and unrelenting pain to her lower extremities. Post-operative imaging studies on (B)(6) 2011 reportedly indicated that the patient experienced posterior element hypertrophy. There was a foraminal narrowing on the left. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2008: patient got admitted with pre-op diagnosis: status post l4-5 foraminotomies, (B)(6) 2007, with continued intractable back pain and right leg pain. Patient underwent the following procedures: posterolateral intra-transverse process arthrodesis, l4, right transforaminal interbody arthrodesis, l4-5, decompressive lumbar laminectomy with complete facetectomy, l4-5, posterior non-segmental instrumentation, l4-5, using the titanium pedicle xia 3 pedicle screw system from stryker, placement of avstl peek cage for interbody strut grafting, additional level posterolateral intertransverse process arthrodesis. Additional level decompressive lumbar laminectomy, l5, use of local bone for arthrodesis, use of recombinant human bone morphogenic protein-2 for posterolateral arthrodesis. Per op-notes, ¿once the transverse processes were decorticated, I then proceeded to place a sheet of rhbmp-2 sponge spanning from l4 to l5 on each side.¿ reportedly, at no time during the operative procedure was there any evidence of cerebrospinal fluid leak. Intra-op x-rays showed that she had good alignment of the hardware as well as her spine. On (B)(6) 2008: patient underwent complete x-ray (2 views) of lumbar spine. On (B)(6) 2008: patient got discharged from the hospital. On (B)(6) 2008: patient presented for neurosurgical follow up. Patient also underwent complete x-ray (2 views) of lumbar spine. Posterior pedicular/ interbody screws at the l4-l5 level are unaltered as are the connecting rods. Lateral bone graft materials noted. Mild scoliosis concave left. Remaining disc spaces preserved. On (B)(6) 2009: patient underwent complete x-ray (3 views) of lumbar spine due to back pain. Report: mild scoliosis convex to the right l3. No acute fracture and no appreciable interval change. On (B)(6) 2009: patient underwent x-ray of lumbar spine due to low back pain. Report: narrowing of the l3 interspace. Moderate hypertrophic change. No motion across the fusion site. On (B)(6) 2011: patient underwent x-ray (3 views) of cervical spine. Report: mild disc space narrowing c5-c5. Pervertebral soft tissue appears normal and c1-c2 alignment is unremarkable. On (B)(6) 2011: patient underwent complete x-ray of lumbar spine due to low back pain. Report: hypertrophic anterior osteophyte formation l2-3 and l3-4. Mild facet sclerosis at l5-s1. No acute fracture or subluxation. Sacroiliac joint appear symmetric. On (B)(6) 2011: patient underwent MRI of lumbar spine, without contrast, due to right lower extremity radiculopathy. Impression: posterior fusion l4-5 in satisfactory alignment. There is mild foraminal narrowing on the let at this level. Mild bilateral foraminal stenosis at l3-4 and l5-s1. Broad posterior central disc protrusion/ osteophyte at l5-s1 contributing to mild narrowing of spinal canal dimensions. On (B)(6) 2012: patient presented with back pain and underwent x-ray of lumbar spine. Impression: posterior fusion changes at l4 5 with a decompression laminectomy. No hardware complications identified. On (B)(6) 2012: patient presented to the emergency room for severe intractable back pain. Patient¿s physical examination revealed unsteady gait and ambulation difficulty. Images and interventions performed: MRI of the lumbar spine. This shows that she has a mild to moderate discogenic bone marrow edema at l5 to s1 with degenerative disc disease and mild diffuse disc bulge. There is no evidence of central canal stenosis. There are degenerative changes along l3-4 and l2-3, but there is no evidence of canal stenosis or neural foraminal stenosis. There is mild patchy enhancement adjacent to the posterior aspect of the thecal sac in l4-5 compatible with mild epidural fibrosis. Lumbar spine CT shows that she has no evidence of fracture or hardware failure. On (B)(6) 2012: patient underwent CT of lumbar spine due to severe back pain, for evaluation for fracture/hardware problem. Impression: no evidence of hardware failure or loosening. Solid bony fusion is demonstrated. L3-4 demonstrates mild to moderate diffuse disc bulge and slight 1 to 2 mm retrolisthesis of l3 on l4 with mild facet degenerative changes and mild to moderate narrowing of the right neural foramen and mild narrowing of the left neural foramen. No evidence of central canal stenosis. Mild degenerative changes of l5-s1 are also noted. No evidence of acute bone pathology. On (B)(6) 2012: patient also underwent MRI of lumbar spine. Impression: l4-5 demonstrates decompression laminectomy, pedicle screw fixation and intervertebral body fusion changes. There is mild to moderate discogenic bone marrow edema at l5 s1 with mild degenerative disc disease and mild diffuse disc bulge and facet degenerative changes with mild bilateral neural foraminal narrowing but no evidence of central canal stenosis. Mild degenerative changes are also noted at l3-4 and to a lesser extent at l2-3. However, there is no evidence of significant central canal or neural foraminal stenosis. There is mild patchy enhancement adjacent to the posterior aspect of the thecal sac at l4-5 compatible with mild epidural fibrosis. The remainder of the exam is unremarkable. On (B)(6) 2012: patient got discharged from the emergency room. On (B)(6) 2012: patient presented with failed back syndrome. Patient¿s physical examinations revealed: she does have weakness and numbness in right lower extremity worse than the left lower extremity. She has occasional dizziness and she has balance issues. Assessment: failed back syndrome. Chronic unremitting lumbalgia. Neuropathic pain bilateral lower extremities, worse on the right than the left. On (B)(6) 2013: patient underwent radiological study of cervical spine (3 views), due to back pain and headaches. Impression: mild degenerative spondylosis at the c5-6, c6-7 levels. On (B)(6) 2013: patient underwent a nerve conduction velocity (ncv) test and emg test. Impression: abnormal study. Electrodiagnostic evidence when combined with clinical exam is most consistent with a right lumbosacral radiculopathy involving the right l5 and/or s1 nerve roots. Nerve conduction testing was normal; there was no evidence for generalized peripheral neuropathy. On (B)(6) 2013: patient visited office with chief complaint of nausea and vomiting, and was diagnosed with gastroenteritis. Patient underwent x-ray of chest. Impression: no radiographic abnormalities are seen. On (B)(6) 2013: patient visited office and was diagnosed with chronic pain and asthma. On (B)(6) 2013: patient visited office and was diagnosed with chronic pain syndrome, disorder, depression, and lumbar radiculopathy. On (B)(6) 2013: patient visited office and underwent physical examinations, which revealed: decreased sensation of the r-side lower leg on the medial aspect. On (B)(6) 2013: patient visited office and was diagnosed with lumbar back pain. On (B)(6) 2014: patient visited office and was diagnosed with chronic pain syndrome, disorder, and depression. On (B)(6) 2014: patient underwent mammogram screening. On (B)(6) 2014: patient visited office and was diagnosed with chronic pain syndrome. Patient underwent depression screening. On (B)(6) 2014: patient underwent mammogram screening. Impression: no detectable mammographic evidence of malignancy. On (B)(6) 2014: patient visited office and was diagnosed with cough. Patient underwent x-ray of chest (2 views). Impression: no radiographic abnormalities are seen. On (B)(6) 2014: patient visited office for medication refill.

Event description:
It was reported that on; (B)(6) 2014: patient visited office for medication refill. On (B)(6) 2014: the patient presented with chronic pain syndrome and knee contusion. On (B)(6) 2014: the patient presented with lumbar radiculopathy. On (B)(6) 2015: the patient presented with injury of left foot and chronic pain. On (B)(6) 2015: the patient presented with chronic pain syndrome, nicotine dependence. On (B)(6) 2015: the patient presented with disorder, depressive "nec" syndrome and chronic pain. On (B)(6) 2014, (B)(6) 2015, (B)(6) 2016: the patient presented with chronic pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2008, patient presented for office visit to get stitches removed. On (B)(6) 2009, patient presented for office visit with complaint of bilateral ear pain. Patient reported mild headache and some bilateral eye pressure. Patient also reported back pain and waking up at night due to pain and she had to sleep in chair. On (B)(6) 2009, patient presented for office visit with complaint of worsening depression. On 9b)(6) 2009, patient presented for follow-up on depression and back pain. On (B)(6) 2011 the patient was presented for office visit with lower back pain and neck pain. On (B)(6) 2010, patient presented for office visit with complaint of low back pain. Patient reported standing, walking and laying down worsens pain which is describes as throbbing pain and radiates down leg. Assessment: low back pain and muscle spasm. On (B)(6) 2011: patient underwent x-ray (3 views) of cervical spine. Report: mild disc space narrowing c5-c5. Prevertebral soft tissue appears normal and c1-c2 alignment is unremarkable. The patient was presented for office visit with back pain and neck pain. The patient also reported headaches and some dizziness, along with a burning tingling sensation in her posterior cervical spine extending dow the left superior trap, out to the shoulder, down the posterior left arm to approximately the elbow. Assessment: she is (B)(6) year old female with cervical spine, arm pain, muscle spasm. On (B)(6) 2011 the patient was presented for office visit. The patient reported some burning over the posterior cervical spine and upper shoulders. On (B)(6) 2011 the patient was presented for office visit with left medial knee pain/injury. The pain is located mainly on the medial aspect of the knee and can radiate down the anterior lower leg into the 4th and 5th digits of the foot. On (B)(6) 2011:the patient was presented for office visit with low back pain which has been radiating down into her right leg all the way down into her toes. Assessments: exacerbation of low back pain with history of previous surgeries. On (B)(6) 2011, (B)(6) 2012 the patient was presented for office visit with low back pain and 1 week follow up. Problem list: flexor tendonitis in right wrist, carpal tunnel syndrome, prior history of hospitalization for broken neck, pain in joint involving pelvic region and thigh, pain in limb, lumbago, influenza with other respiratory manifestations, shortness of breath, acute upper respiratory infections of unspecified site, asthma, backache, depression. On (B)(6) 2012 the patient was presented for office visit. Diagnosis: thigh pain, low back pain, difficulty in walking. Assessment: right lower extremity radiculopathy. On (B)(6) 2012 the patient was presented for office visit with pain in lower back. Problem list: flexor tendonitis in right wrist, carpal tunnel syndrome, prior history of hospitalization for broken neck, pain in joint involving pelvic region and thigh, pain in limb, lumbago, influenza with other respiratory manifestations, shortness of breath, acute upper respiratory infections of unspecified site, asthma, backache, depression. On (B)(6) 2014 the patient was presented for office visit with acute upper respiratory infections of unspecified site. On (B)(6) 2014 the patient was presented for office visit with backache, carpal tunnel syndrome, influenza with other respiratory manifestations, lumbago, pain in joint involving pelvic region and thigh, pain in limb, shortness of breath. On (B)(6) 2015 the patient was presented for office visit with asthma, depression.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2012: patient presented for follow up visit. Patient describes bilateral lower back pain which radiates down the right leg typically on the front, however it can go down both legs posteriorly. She has intermittent pain. She describes pain in the right foot that gets worse with activity. She has cramping pain in her legs. Examination: gait antalgic. She has pain to palpation bilaterally along the paraspinal muscles. Assessment: chronic pain, back pain. On (B)(6) 2012: patient presented for office visit. On (B)(6) 2012: patient complains of low back pain with pain and numbness radiating down back and front of both legs (right> left). Weakness of bilateral legs. Review of systems: patient complains of fatigue, chills, night sweats. Patient complains of swallowing difficulty. Patient complains of morning stiffness, weakness, numbness/tingling, balance problems, sleep disturbances. Examination: unable to perform toe raise and heel walk, thoracolumbar rom decreased in all plane, sacroiliac joint palpation produced jump sign bilaterally. Assessment: radiculopathy, sacroiliac joint dysfunction. On (B)(6) 2012: patient presented for office visit with chief complaint of back pain. Examination: tearful laying on table in severe pain. Assessment: radiculopathy, sacroiliac joint dysfunction. Patient underwent radiological examination of thoracic spine. Impression: minimal scoliosis of thoracic spine. Convexity to the right. On (B)(6) 2013: patient presented with chief complaint of neck pain, constipation. X-rays of her cervical and thoracic spine showed only mild degenerative disc disease. Patient continues to have pain in spanning the entire length of her spine with associated sharp intense left sided occipital head pain, these episodes occur with certain movements of head. Examination: multiple tender points along the thoracic and cervical spine bilaterally. Assessment: chronic pain, back pain, radiculopathy, constipation, headache, marijuana use. On (B)(6) 2013: patient present for follow up for radiculopathy and si joint dysfunction. Patient states having increased pain and numbness in bottom of both feet. Examination: difficulty walking without assistive device and significant right leg weakness at psoas, hams, quads. Assessment: radiculopathy, sacroiliac joint dysfunction. On (B)(6) 2013: patient presented with chief complaint of back and neck pain. Assessment: chronic pain, back pain, radiculopathy. On (B)(6) 2013: patient presented for follow up on low back pain. Examination: lumbar (lower extremity): gait: limping favoring right leg. Unable to perform right leg toe raise and heel walks. Thoracolumbar rom reduced in all planes to pain in back. Assessment: radiculopathy. Sacroiliac joint dysfunction. Greater trochanteric bursitis of right hip. On (B)(6) 2013: patient presented for recheck on low back pain. Patient reportedly fell in bathtub and exacerbated her low back and is in excruciated pain and tearful. Assessment: radiculopathy. Sacroiliac joint dysfunction. Greater trochanteric bursitis of right hip. On (B)(6) 2013: patient presented for office visit. Review of systems is positive for fatigue, headaches, hearing loss, sore throat, shortness of breath, asthma, swelling in her feet and ankles, loss of appetite, constipation, change in bowel movements, dizziness, numbness, tingling depression and insomnia. Examination: gait is grossly antalgic, lower extremities are weak. Patient is tender to touching spine and has paraspinal muscle tenderness around it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient underwent anterior-posterior and lateral study of chest. Impression: no acute cardiopulmonary abnormality. On (B)(6) 2011: the patient presented for an office visit with chief complaint of vomiting and diarrhea. On (B)(6) 2012: the patient presented for an office visit with chief complaint of back pain. On (B)(6) 2013, patient presented with chief complaint of neck pain, constipation. X-rays of her cervical and thoracic spine showed only mild degenerative disc disease. Patient continues to have pain in spanning the entire length of her spine with associated sharp intense left sided occipital head pain .these episodes occur with certain movements of head. Examination: multiple tender points along the thoracic and cervical spine bilaterally. Assessment: chronic pain, back pain, radiculopathy, constipation, headache, marijuana use. On (B)(6) 2013: patient presented with chief complaint of back and neck pain. Assessment: chronic pain; back pain; radiculopathy. On (B)(6) 2013: the patient presented with chief complaint of back pain. On (B)(6) 2014: the patient presented for pain re-check. The patient reported low back pain across lumbar spine radiating down bilateral legs, pain around the groin.

Event description:
It was reported that on, (B)(6) 2009 the patient underwent x rays of the lumbar spine. Impression: transpedicular screw and rod fixation l4-5. L4 laminectomy. Narrowing of the l3 interspace. Moderate hypertrophic change. No motion across the fusion site.